Event description:
Patient allegedly received an implant on (B)(6) 2015 via an unknown access due to pulmonary embolism. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it.¿ in addition, the patient had two (2) stents (1 in left leg and 1 in groin) implanted (B)(6) 2015 ¿to help with blood flow.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿positive for caval perforation. A total of 4 prongs have perforated ivc.¿ ¿maximum distance prongs perforated 3.41 mm.¿ ¿coronal images 7.80 degree tilt left to right.¿ ¿sagittal images 12.28 degree tilt posterior to anterior.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01173.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.